Event description:
It was reported that pump insulin display showed amount different from what customer expected, with pump indicating a lower fill estimate than anticipated despite correct filling steps and use of room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to disconnect and deliver bolus to update insulin estimate, chose to continue using current cartridge, later changed cartridge but issue persisted. Customer continued using the pump for insulin therapy.